Manufacturer narrative:
Customer was provided quote and will perform their own repair at a later date.

Event description:
It was reported via repair work order that the power cord was frayed potentially exposing wires and the power prongs were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with updat that parts were sent to the customer to perform repairs.

Event description:
It was reported via repair work order that the power cord was frayed potentially exposing wires and the power prongs were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.